Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a delay while logging in and scanning medications during refilling, accompanied by a beeping sound indicating slow system response. A field service engineer (fse) observed that the barcode scanner produced an initializing sound during refill and identified a loose universal serial bus connection at the top cover. The fse reseated the universal serial bus connection, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, barcode scanner faulty and there is delay in login while refilling medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.